Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a pump exchange from the heartmate ii (hmii) to heartmate 3 (hm3) because of driveline damage. The patient was not complaint with their driveline care and management, thus damage to the silicone covering was extensive and required reinforcement. The new hm3 operated as expected, but the patient experienced cardiogenic shock which required right ventricular assist device (rvad) support and mechanical ventilation. Associated MFR for the post-exchange serious injury: 2916596-2022-00216.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a pump exchange from the heartmate ii (hmii) to heartmate 3 (hm3) because of driveline damage. The patient was not complaint with their driveline care and management, thus damage to the silicone covering was extensive and required reinforcement. The new hm3 operated as expected, but the patient experienced cardiogenic shock which required right ventricular assist device (rvad) support and mechanical ventilation. Associated MFR for the post-exchange serious injury: 2916596-2022-00216.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage to the silicone jacket of the patient¿s driveline could not be confirmed through evaluation of the returned product, and no photographs of the driveline were submitted for review. The account reported that the patient underwent a pump exchange from heartmate ii (hmii) left ventricular assist system (lvas), serial number (B)(6), to heartmate 3 lvas, serial number (B)(6). Additionally, the pump exchange was reported to be due to driveline damage. The account reported that the patient was not compliant with driveline care and damage to the silicone jacket was extensive, requiring reinforcement. Hmii lvas, serial number (B)(6) was received for evaluation on 11feb2022. The pump was returned assembled with the driveline (dl) cut approximately 8¿ from the pump, and the distal portion of driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to pump¿s inlet port. The outflow graft was attached the outflow elbow, which was attached to the pump¿s outlet port. No adhered depositions or thrombus formations were observed during the examination of the pump¿s blood-contacting surfaces. The driveline¿s outer silicone jacket was unremarkable. The 8¿ pump-end segment of driveline was tested for electrical continuity and no discontinuities or shorts were identified. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the wires revealed no evidence of mechanical damage, no discontinuities in the wires, and no breakdown of the wire insulation. The 8¿ pump-end segment of driveline was then submerged in a saline solution for high potential testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process, and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is available. This IFU outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The current heartmate ii lvas patient handbook contains care information regarding on how to care for the driveline. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.